Event description:
It was reported that the patient with this pacemaker exhibited high out-of-range (oor) right atrial (ra) pacing impedance measurements, measuring 2,746 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the device data and found a stored episode with noise most likely due to myopotential oversensing. Additionally, there were stored signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal which resulted in the mv feature being disabled. Technical services discussed possible causes and provided troubleshooting and programming options. It was recommended to perform a chest x-ray. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker exhibited high out-of-range (oor) right atrial (ra) pacing impedance measurements, measuring 2,746 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the device data and found a stored episode with noise most likely due to myopotential oversensing. Additionally, there were stored signal artifact monitoring (sam) episodes due to artifact related to the minute ventilation (mv) feature signal which resulted in the mv feature being disabled. Technical services discussed possible causes and provided troubleshooting and programming options. It was recommended to perform a chest x-ray. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.